Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the quick coupling device collar could not be adjusted to 1.5mm. During repair it was observed that one of the balls was stuck inside the slide sleeve stopping adjustment to 1.5mm setting. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the quick coupling device collar could not be adjusted to 01.5mm. It was noted that one of the balls was stuck inside the slide sleeve stopping adjustment to 1.5mm setting. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.